Event description:
The reporter contacted animas on (B)(6) 2012 stating that the down arrow keypad button was not functioning properly and required multiple hard button presses to elicit a response. The reporter denied trauma or water exposure to the pump and denied cracks or tears in the keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.